Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced noise. The device showed a couple non-sustained tachycardia (nst) episodes where the noise came from both near field and far field electrogram (egm) vectors. In addition, the lead showed r-wave amplitude had dropped significantly from implant. The device was reprogrammed to improve lead sensing. Both device and lead remain in use. No patient complications have been reported as a result of this event.